Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, lot# 0214076734, implanted: (B)(6), product type: lead. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3550-31, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative. It was reported that the impedances were ok during the lead implant. After the extension was connected to the lead, the impedances were measured out of the operating room and they were all greater than 10,000 ohms. It was unknown what factors may have led or contributed to the issue. The physician decided to revise the connection of the lead and extension. After the revision the impedances were ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. The connection was not revised in the operating room because impedance values were ok. Gradually the impedance became within the ranges the days after the incident occurred. No cause of the impedance issues was determined, but the rep suspected that there was a source of interference outside the programming room.